Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not alarm when the reservoir is empty and even allows her to bolus when there is no insulin. The customer was assisted with rewinding the insulin pump and doing a fill tubing with no reservoir and it did alarm reservoir. Blood glucose value is unknown. The customer requested the insulin pump to be replaced. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. The insulin pump alarms no reservoir during displacement test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.